Manufacturer narrative:
Hosp ordered 2 of these probes on 8/18/03 and two more on 9/8/03; there were no other orders after these dates. I called and asked the hosp contact whether they were reusing these single-use items; the contact responded in the affirmative. I advised hosp these were single-use items, and not to reuse and reprocess these probes. I also told the contact that the most likely cause of the metal particles coming off the probe was due to re-use of probe over a long period of time.